Event description:
Mid-case the vessel sealer began to give an error message indicating that stated the blade is not fully retracted and the vessel sealer stopped functioning. Vessel sealer removed from use.